Manufacturer narrative:
Eval results: the returned product showed visual anomalies. The ipg was received with instrument marks on the can. As received, the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. According to the eon mini dfu review, there is adequate info for preserving the ipg when not in use. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2010. It was reported the pt has been without stimulation. The pt had not attempted to recharge the ipg for the past several months. The pt had trouble initiating communication with the pt programmer. The replacement charger did not resolve the issue. On (B)(6) 2011, a medical intervention to replace the ipg was undertaken. Communication was re-established with the replaced ipg. The explanted ipg has been returned to the MFR. No further pt complications were reported as a result of this event.